Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient felt pain at extension site. As a result, surgical intervention took place on (B)(6) 2022 to resolve the issue. Patient is receiving effective therapy. Related manufacturer reference number: 1627487-2022-06644.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.